Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a sheath shaft rough issue was observed. The tip of the sheath was "rough" and was hard to advance into the groin. The sheath was exchanged. There was no patient consequence was reported. Additional information was received. It was bumpy on the black part of the tip. There was no internal sheath mechanism exposed and the tip was not soft but bumpy. There were no lifted or damaged electrodes. The investigation was completed on 17-nov-2022. The device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. The visual analysis revealed that the soft tip was bumped. The soft tip condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed, as the soft tip condition could be related to the difficulty introducing the sheath through the vasculature and to the reported event. It should be noted that product failure is multifactorial. According to the instructions for use (IFU), there are some precautions on the use of the vizigo sheath: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and style on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. A picture was received on 22-sep-2022. The investigation was completed on 12-oct-2022. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the vizigo sheath was observed with a bump. This condition could be related to the customer complaint.  A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a sheath shaft rough issue was observed. The tip of the sheath was "rough" and was hard to advance into the groin. The sheath was exchanged. There was no patient consequence was reported. Additional information was received. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small that was confirmed to have the rough tip was the lot number 00002062. It was bumpy on the black part of the tip. There was no internal sheath mechanism exposed and the tip was not soft but bumpy. There were no lifted or damaged electrodes. The issue was assessed as MDR reportable for a sheath shaft rough issue.